Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer changed the cartridge and infusion set and delivered a correction bolus to address high bg. Tandem technical support (cts) performed a system check on the pump and it was determined that the customer had been using the cartridge for approximately a week. Cts educated the customer on cartridge labeling.